Event description:
The customer reported several drops of blue colored fluid leaked from the manual mode area of lh 500 hematology analyzer. The customer stated that the instrument generated "flow clog" error at the time of the event. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or direct exposure with the leak was reported.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument, and noted a "red blood cell (rbc) bath overflow" error and a hole in tubing at pinch valve pv11. The fse replaced the tubing at pinch valve pv11 to resolve the leak, and a malfunctioning bath overflow sensor (fd1) to resolve the "rbc bath overflow" error. The fse did not observe any "flow clog" error while at the customer's site. The fse verified the repairs as per established procedures and results met published specifications. Results: bath overflow sensor. (B)(4).